Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2500 ohms along with loss of capture (loc). There were no reports of asystole and the source of these observations was not determined. This rv lead was surgically capped and abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.